Event description:
Boston scientific received information that this patient had syncope episodes. Rythmiq was active and it was noted that the atrial pacing was blanking some premature ventricular contractions (pvcs). Boston scientific technical services (ts) discussed programming to dddr and using av search plus. Attempted to obtain additional information from the field representative; however, those attempts were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.